Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The leak was during drain 3 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient found fluid on the external cassette and in the pump module area.the patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there was no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The leak was during drain 3 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient found fluid on the external cassette and in the pump module area.the patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there was no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Correction: a.1. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Vacuum test failed. Vacuum display value reads 214mbar indicating fluid is present in hp filters. Valve actuation passed. Accelerated stress test was performed and encountered pump motor b stalling. No fluid leaks in the test cassette during the test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Fluid in hp3 filter. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.